Event description:
It was reported that the pump activated alarm 20 during insulin pumping. There was no reported adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, successfully loaded a new cartridge following the proper techniques and resumed insulin therapy.